Event description:
Doctor called about pt who has admitted to the hosp in diabetic ketoacidosis with a blood glucose level of over 1,000. The doctor felt the pt's problem may have been related to occlusions with the pt's infusion sets and was requesting an alternative infusion set. A review revealed that the pt had called the company earlier that week and had stated that he was able to insert the teflon catheter of the infusion set without using the introducer needle. After some discussion as to how this was not physically possible. He was instructed in the proper method of use. There was no indication at that time of a failure of the set or pump to function properly. Nor was there any indication of the pt being injured or needing hospitalization of intervention. The pt's treating physician was contacted and stated that the incident was not pump related.